Manufacturer narrative:
Terumo did receive the actual device and further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the bubble trap in the cardioplegia circuit was leaking and appeared to not be glued. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.